Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a nurse called to report the monopolar wouldn't fire. Prior to the call, the customer replaced the monopolar energy cable and instrument once. The instrument used was a monopolar curved scissors (mcs) instrument. The technical support engineer (tse) checked error logs, but no relevant errors found. The tse asked the customer if the erbe integrated electro surgical unit (iesu) generator reacted when surgeon activates monopolar, but the customer stated it did not. After, the tse asked the customer if the arm number or question mark for monopolar was seen on erbe display, to which the customer informed a question mark was displayed. The tse requested customer to try with another energy cable, preferably factory new; however, the customer informed they had no sterilized factor new cables at hand at time of call, as they need to be sterilized first. The tse requested the customer then try with another reprocessed cable, and when connecting to port 3 on erbe, the arm number displayed on iesu and energy was delivered. The surgery resumed. After, the tse informed the customer that the energy cables have a life of 20 uses. The customer stated they have all been used more times than that and was not aware of stated maximum 20 uses/25 reprocessing cycles for mono- and bipolar cables. The customer agreed to try with a factory new cable later in the day and would call back with the results. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the customer was able to complete the procedure with the same integrated electrosurgical unit (iesu) after using port 3, but they had to restart the generator several times. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have monopolar firing issue. The complaint was confirmed based on the field evaluation/failure analysis.